Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the most probable root cause was identified as a leaking in the breathing circuit or wrong calibrated flow sensor that caused the issue. This could not be further investigated since the breathing circuit had been discarded. A technical error of the hamilton-c6, causing the observed failure could not be identified. There was no reported patient, user or third party harm. Correction: the device was working as specified when calibrating the device in service software and during functional tests. It is assumed that a leaking breathing circuit or a wrong calibrated flow sensor caused the issue. The original breathing circuit has been discarded. The patient treatment was continued using another hamilton-c6 device without any further problems. Assumingly the breathing circuit and the flow sensor were checked and calibrated. Device back in use.

Event description:
The following was reported to hamilton medical ag: summary: the device failed while ventilating a patient in hiflowo2 mode. According to the complainant the requested flow was not delivered to the patient. The patient was transferred to an alternative ventilator. The device worked properly when the technician went on side to have the ventilator serviced. All functional tests passed and the correct amount of flow was applied. Neither harm to patient, user or third party nor a treatment delay was reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: the device failed while ventilating a patient in hiflowo2 mode. According to the complainant the requested flow was not delivered to the patient. The patient was transferred to an alternative ventilator. The device worked properly when the technician went on side to have the ventilator serviced. All functional tests passed and the correct amount of flow was applied. Neither harm to patient, user or third party nor a treatment delay was reported.